Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1265 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal end of the microintroducer sheath was slit. No other information provided.